Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call compromised force sensor system alarm during priming on the insulin pump. Customer's blood glucose level was 133 mg/dl. Troubleshooting for the alarm was performed. Customer advised they do not wear the device for insulin delivery instead they wear it so every 3 to 4 months their healthcare provider will have new information about them. Customer was advised that during seating the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.